Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he attempted to change the insulin pump's battery, the metal sleeve that was connected to the battery was pulled out and with it came along the wiring from the insulin pump. Heat may have caused the issue since it was 96 degrees. Customer's blood glucose level was 136 mg/dl. The insulin pump's display had scratches. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.